Manufacturer narrative:
Continued e1 (phone number): (B)(6). The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Regulatory affairs reported right side capsular contracture, baker grade IV, with device folds, waves and rotation and "hard to touch, pain and deformed". The device has been explanted.